Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed that the embolization coil was detached. Evaluation revealed that the pull wire was in its initial position inside the pusher assembly distal detachment tip, and the proximal constraint sphere was intact on the detached embolization coil. If the ruby coil lp is retracted against resistance during use, the pusher assembly may elongate beyond the reach of the pull wire causing the embolization coil to detach. Based on the reported complaint, the root cause of the resistance during procedure could not be determined. Further evaluation revealed that the pe fibers were fractured, some of the embolization coil winds were unraveled and the pusher assembly was kinked along its length. This damage was incidental to the reported complaint. The pe fibers fracture and unraveling of the embolization coil likely occurred during removal of the detached coil from the non-penumbra catheter. The pusher assembly kink may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed using a ruby coil lp and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp into the microcatheter, the embolization coil unintentionally detached within the microcatheter. The microcatheter containing the detached embolization coil was removed from the patient and the coil was flushed out from the microcatheter. The procedure was completed with a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.